Manufacturer narrative:
By the orthodontist and improper removal of the headgear by the pt are significant factors in this injury.

Event description:
Orthodontic pt with ocular injury due to headgear. We are still unaware of all facts at this case recently came to litigation. Blindness in one eye; impaired vision in the other. The headgear, safety release modules and head strap no not appear to be defective. Preliminary info suggests instructions given.